Manufacturer narrative:
A total of three 4.75 ti ns breakoff set screws with part # 5440020 were returned to the manufacturer for analysis. Lot numbers on these three set screws are h10h1536, h10d0233, and h10h0801. Although it is unknown which of these three devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Set screw locations within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height and morphology of node deformation are atypical of full and proper tightening. Node deformation height (at the center) significantly different from comparative bench test samples. Additionally, witness marks on set screw face atypical of full and proper tightening. Set screw rod interface node height and witness marks indicate rod may not have been completely seated in mas head at final tightening.

Event description:
It was reported that a patient came in at approximately one month post-op for a follow up visit and, upon examining the x-rays, the surgeon noticed one of the set screws had loosened in the patient. It was reported that a revision surgery was performed, in which the loose set screw on the bottom left and the bottom right set screw of the construct were both replaced with larger screws. The two screws on the adjacent level were also removed and replaced in order to appropriately bend the rod enough to revise the bottom level. No patient complications were reported.

Manufacturer narrative:
(B)(4). Multiple set screws were removed during the revision procedure. Although it is unknown at this time if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images showed bottom of multilevel construct with screws, loosened and displaced at the bottom set screw. No lysis about threads is observable. A review of all documents included in the device history record did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history was conducted which did not identify any applicable complaint trends for this fault mode. No further action is required at this time - this investigation is considered closed.